Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial. Lead dislodged. The lead was capped and replaced on (B)(6) 2016. No patient information was available.

Event description:
New information states the patient was stable.